Manufacturer narrative:
Concomitant medical products: addr01 ipg implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and oversensing for the high rates of non physiologic. The rv lead remains in use. No patient complications have been reported as a result of this event.